Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when removing the positioner from the aiming block with the 2.8 needles inserted, the block became stuck, and it was not possible to remove the block without removing the needle at the same time, as a result, the surgery was called off. This report is for an unknown needle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Unknown 2.8 mm needle (k-wire). Device is an instrument and is not implanted/explanted. (B)(4) patient was not able to have surgery completed ¿ procedure could not be completed due to device malfunction. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.